Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button error. Customer's blood glucose level was 15 mmol/l. Customer reported that none of the buttons were respond and not getting insulin. Customer stated there were no signs water into the insulin pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.